Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link set would not flow. When the one-link was connected to IV tubing during infusion (could not be clarified if it was a rapid infusion or an infusion to gravity), the fluids would not infuse. It appeared the two products fit together properly. There was no patient injury or medical intervention associated with this event. No additional information is available.